Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, the catheter was placed in the coronary sinus and a non-abbott guidewire was placed inside the catheter to locate a coronary vein. The physician noted a suspected small cardiac perforation via diagnostic imaging and the procedure was abandoned. No further intervention was taken to resolve the perforation and the patient was stable with no serious consequences.